Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6). (B)(4).

Event description:
The physician used a btk turbohawk device to treat the left sfa during procedure . It is reported approximately 180 days post index procedure, the physician confirmed restenosis of the treated lesion by dus. There was intermittent claudication. It is reported that the patient was treated with medication only.